Event description:
As reported, two na-u403sx-4019 vizishot needles of the same lot # failed. According to the report, "two of these ebus needles with the same lot had the same problem. After locking the sheath in place, the sheath would move about 3mm in/out of the scope when extending and retracting the needle. The reporter, on follow up communication stated that the issue believed to have occurred during procedure (unspecified procedure). Reporter stated, "while trying to use the needle during the middle of the procedure is when problem was discovered for both needles". Reporter confirmed no harm, no patient infection, and no injury as a result of the event. No user injury reported. This event includes two report (addressing the two reported needles with the same lot and model (na-u403sx-4019 lot # kr238880). Report with patient identifier(B)(6). Report with patient identifier (B)(6). This report being submitted is for report with patient identifier (B)(6).

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was received and evaluated. Customer returned two device of the same lot and model (subject device with the reported failure), na-u403sx-4019 vizishot needles, lot kr238880 . This supplemental report reported the investigation result of one returned device. The investigation of the other device (same model, same lot) was reported in related complaint with patient identifier (B)(6). A visual inspection on the device in the as received condition identified a portion of the stylist was still attached to the device. The distal end of the insertion portion was normal as there are no bends, sharp protrusions or edges. There were no kinks through the entire length of the sheath. The connector section of the handle was normal. However, the stopper on the scale was not returned with the device. The needle adjuster was unlocked, and the needle slider was pushed in the distal direction until it stopped. The needle was extended, and a portion of the stylet wire coming out of the distal end of the needle was observed. The needle was fully retracted inside the sheath, the lever was pushed to lock the needle adjuster. The sheath adjuster knob was turned counterclockwise and testing verified the sheath adjuster knob moved smoothly. The sheath adjuster knob was moved far as possible, and the sheath adjuster knob was tightened by turning it clockwise. The connecting-slider was moved back and forth smoothly with no issues. In addition, a new (reference) maj-1414 single use adapter biopsy valve was attached to the biopsy channel port of a test reference bf-uc190f scope prior to inserting the aspiration needle. Once attached, testing showed was able to slide the needle through the biopsy channel without any restriction as the handle section was firmly secured to the endoscope. Based on device evaluation and functional testing, there were no problems found . The reported complaint could not be confirmed. Device history record was reviewed and showed the product met all specifications upon release. Although the complaint could not be confirmed through direct evaluation of the device, the reported failure is a known phenomenon, likely resulting from the needle adjustment lever not being correctly locked or the needle experiencing excessive resistance and/or angulation. Page 14 of the device IFU (instructions for use_ pn0008807_ah) address this: "confirm that the needle adjuster is against the needle slider and that the needle adjuster lever is locked to prevent movement." Instructions for use (IFU) states: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage¿ (page 12); ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument;" (page 13). Olympus will continue to monitor complaints for this device.